Event description:
A medwatch report has been received from a hemodialysis user facility on 3/25/09. Additional info received from the facility stated that a hemoclip connector clip had been placed at the tubing/catheter connection site, but may have been applied incorrectly causing the disconnection. In addition, the pt's decreased mental capacity may have been a contributing factor. A sample is available for an evaluation.

Manufacturer narrative:
The labeling for the combi set device cautions the user of the following: ensure all connections are secure before use, and monitor for leaks regularly during pt use. Blood leaks can result if connections are not secure. Ensure visibility of bloodline connection to fistula needle of catheter at all times during the treatment. Do not cover the access or bloodlines with a blanket or clothing prior to or during the treatment. It is the belief of fmc na that this event is a disconnect (seen in area of the bloodline where two parts were designed to attach and disconnect) and not a "separation" of the lines as reported by the user facility. It is also our belief that this event was possibly user error attributed to an insecure connector between the catheter and venous line or perhaps contributed by the pt's decreased mental capacity. The cause of death was air embolism. The reported cause of death (air embolism) is consistent with an open catheter limb. Device history record review: there is no indication of the reported defect found during DHR review. Lot meets all released criteria. Sample analysis: one sample of the bloodline was received. It was confirmed during the visual inspection that the pt's connector did not have any defect such a collar or taper damage. The taper of the pt connector was dimensionally inspected with the ansi taper gage finding it within the acceptable range. A functional test was performed by placing the combiset in the dialysis machine with no leaks or disconnections during the testing. Conclusion: the reported complaint is not confirmed. There was no indication of the reported failure found from the eval of this returned device. Fmc na will continue to monitor and trend and will implement corrective action if there is any indication of a failure.